Event description:
No harm to patient. Biopsy needle tested pre procedure. Needle failed testing. Technologist did not use defective needle. Opened a new biopsy needle which passed pre procedure testing. Biopsy was completed without incident.